Event description:
Pt several months post orif of an intertrochanteric hip fracture on l side. Surgical repair performed on 2/17/96. Post-op pt developed non-union of fracture with cutting out of the femoral screw. Due to pain surgical removal of the implants was required.